Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's evaluation of a spectrum pump, a failed flow rate was observed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was reproduced. Baxter's device evaluation found the device to over deliver by approximately 11% when the device was delivering at a rate of 999ml/hr. The evaluation has determined that the over delivery was caused by an under travel of all the valves/finger pressure plates. The device requires thicker shims which have been installed. Additionally, the finger/valve pressure plates were reworked and calibrated. Additional information: over infusion, inaccurate delivery.